Event description:
Procedure: lap chole. Reportedly, the device cut the vessel insteaed of clipping. On the fourth time, the clip scissored, clipped again and it misfired. The surgeon could not remove the instrument from the port. Therefore, the port and instrument was removed together. A new port was inserted and instrument was used to complete the procedure.